Event description:
It was reported that the rental dreamstation st30 device was being returned due to the user passing away. There was no allegation of malfunction or that the device caused or contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Correction: this report is being submitted to include the product UDI.

Event description:
Correction: this report is being submitted to include the product UDI.

Manufacturer narrative:
This report is being submitted to include the device evaluation results and coding. The rental dreamstation st30 device was returned to a third-party service center for evaluation. During the evaluation, no errors were found, and the device was successfully tested. It has now been returned to stock. Additionally, three good faith effort attempts were made to gather further information, but no additional details were received. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being submitted to include the device evaluation results and coding.